Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the bilaterally implanted patient has a problem with the right side implant. Seven electrode channels show high impedance. The patient hit her forehead one month ago, but not at the implant side.